Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the cause was the faulty convertor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the emergency light of the visera elite xenon light source turned on and an e103 error message was displayed. Replacing the lamp did not resolve the issue. The procedure was completed using the emergency light. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The emergency lights are on due to a converter failure. Also, error code e103 was confirmed but did not reappear during inspection. Additionally, a deterioration of the dimming shibori spring was observed, and the output connector was loose due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.